Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer states they received battery out limit alarm. The customer's blood glucose level was 453mg/dl. The customer was advised to treat highs with bolus. Troubleshoot was conducted. The customer declined to troubleshoot for blank display. The customer was advised replacement battery cap would be sent out.